Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A DHR review was not performed because the serial number provided was inaccurate. A complaint history review found other related failures. Probable cause may be a damaged component. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the foot pedal was found damaged. No case involved.